Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and found the pins bent. The device needs a battery pca. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the battery pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has broken battery pins. There was no patient involvement.